Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause was unable to be determined. It is likely that the hemostasis sheath was kinked which prevented proper assembly with the carrier tube. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
The user facility reported that the angio-seal device was not used because the device could not be inserted into the insertion sheath. Another angio-seal device was used to continue the procedure. Subsequently, hemostasis was successfully achieved by the second device. The procedure before deploying the device was coiling. A pre-deployment angiogram was not performed. The size of the sheath ancillary used was 6 fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 2 mm. The type of procedure performed with the angio-seal was hemostasis. The estimated blood loss was less than 250cc. The reported event did not result in patient injury. There were no other devices or equipment used with the reported product.